Event description:
Thrombophlebitis, erysipelas, joint pain, joint edema. Info was received in 2002 from an internist regarding a pt with a 2-year history of moderate knee osteoarthritis, grade iii with joint narrowing. The pt received three synvisc injections into the left knee in 2001. Effusions were collected before each injection in the amounts of 15, 10 and 15 mls, respectively. After receiving the second and third injection, the pt experienced joint pain. After receiving the third injection, the internist reported the pt experienced "severe" pain in the application area as well as thrombophlebitis and erysipelas in the left leg. The pt received antibiotics (unspecified), platelet aggregation inhibitors, and rest as symptom treatment. In the opinion of the internist, the events were related to the pt's disease process and to a defective technique during the administration of the device. The pt continues to experience "severe" knee pain and a relapse of knee edema. A quality assurance (qa) review of product release data, including intermediate product from both us and canadian facilities, was performed and the results did not indicate any abnormal trends that could be associated with a product complaint. Unspecified antibiotics, platelet aggregation inhibitors, and rest.